Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 21264498, model/catalog description: artisan lead 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection around the incision site. It was unknown what cause the infection. The patient was prescribe antibiotics and was reportedly doing well.